Event description:
This unsolicited device case from united states was rec'd on (B)(6) 2014 from the consumer. This case was cross referred with (B)(6) (same pt). This case concerns a (B)(6) yr old female pt who had bad reaction and had to remove fluid from the knee after receiving treatment with synvisc one. The pt's past drugs included synvisc (rec'd three injections about two yrs ago). No other medical history, concurrent condition or concomitant medication was reported. On an unk date in 2013 (7 months ago), the pt rec'd treatment with synvisc one injection (route of administration, dosage regimen, lot/bach number and expiration date unk) into both knees for osteoarthritis of knees. On an unk date, after the unk latency, the pt had a bad reaction in one knee and the physician had to remove fluid from the knee (joint effusion). It was reported that the pt rec'd treatment with cortisone shot. Action taken: unk. Outcome: unk. Seriousness criterion: required intervention. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. No further info was provided.